Manufacturer narrative:
(B)(6).

Event description:
It was reported that a coil disintegration occurred. A 15mmx20cm interlock-35 was selected for use. During the procedure, when the interlock passed to the left gonadal vein, it was noted that the coil disintegrated. The procedure was completed with another of the same device. No complications reported and patient was stable after the procedure.

Event description:
It was reported that a coil disintegration occurred. A 15mmx20cm interlock-35 was selected for use. During the procedure, when the interlock passed to the left gonadal vein, it was noted that the coil disintegrated. The procedure was completed with another of the same device. No complications reported and patient was stable after the procedure. It was further reported that the coil was frayed. The coil was implanted and remained in the patient's body.

Manufacturer narrative:
Initial reporter address 1:(B)(6).